Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 21-apr-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 70-year-old female patient with burning pain to the entire back then both arms. Return product is not available for investigation. Method: date: tested: results: sample: positive/negative: I-stat, on (B)(6) 2026, 19:00 >1000 ng/l, a, positive, roche, on (B)(6) 2026, 23:26 <6 ng/l, b, negative, roche, on (B)(6) 2026, 02:30 <6 ng/l, c, negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml), (ng/l, pg/ml), female: 490, 13, (10, 17), male: 404, 28, (19, 58), overall: 895, 21, (14, 30).